Event description:
It was reported that the shaft of the 2.5x12mm nc traveler rx separated during advancement to the mildly tortuous lesion in the left circumflex coronary artery. The separated portion was outside the anatomy and the entire device was easily removed. A non-abbott balloon dilatation catheter and a non-abbott drug eluting stent were used successfully to complete the procedure. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.